Event description:
It was reported that during an iliac stenting procedure, the stent did not fully reconstrain. The lesion was located in an unspecified iliac vessel. The physician attempted to place the wallstent 10mm x 39mm in the iliac vessel. Upon deploying the stent, the physician noted that the stent was not in the desired location. An attempt was made to reconstrain the stent, however, only approximately 70% of the stent was able to be constrained. The stent was successfully removed and another of the same device was used to complete the procedure. It was noted post-procedure that the pt was "doing great".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.